Event description:
It was reported the ventricular sensitivity was found out of specification during preventative maintenance checkout. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed. Battery release, release spring, and battery drawer are contaminated. Ring cover is contaminated and two side bail covers are missing. Upper and lower cases are broken. Ring is bent and two side bails are missing. Cosmetic issue found on the keyboard pad.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.